Manufacturer narrative:
Information indicates that product return is not expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise following a scheduled device replacement procedure. As a result, an additional procedure was performed one (1) month later to surgically abandon and replace the rv lead. During this procedure, it was discovered that the rv lead insulation was damaged by the physician during the previous device replacement procedure. No additional adverse patient effects were reported.